Event description:
It was reported that a thermal event occurred at the power cord of the ventilator at the plug wall end. There was no patient injury reported.

Manufacturer narrative:
The affected device was examined by draeger service technician and the logfile as well as picture of the affected part were made available for further investigation at the manufacturer¿s site. Furthermore, information regarding the result of a visual inspection of the affected power cord done by the hospitals clinical engineering was provided for assessment. Based on the investigation, the reported issue could be confirmed: the provided pictures of the failed power cord show that the cable was melted due to increase heat exposure. Such a situation can be caused e.g., by an internal short circuit of the plug caused by a mechanical damage of the inner cable strands or contacts. As per log file the device switched over to battery operation on the reported date as specified and was switched off by the user shortly afterwards. The faulty power cable was replaced. The outside and the internal components of the affected device were visually inspected but did not show any damage. The device test was tested without deviations including an electrical safety test. This device was confirmed to be operating per manufacturer's specifications. If the mains power cord fails to deliver mains voltage to the ventilator, the device will automatically switch over to the battery without interrupting the running ventilation. Evita infinity v500 will post a visual and auditory alarm to inform the user about the activation of the battery. In case of an internal short cut of live wires inside the mains power cord, fuses in the hospital mains power supply network shall blow to interrupt the faulty circuit. The power cord is designed in accordance with the requirements of the underwriters laboratories. Thus, in case of an overloaded component the risk of fire is minimized due to self-extinguish properties of the power cord. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that a thermal event occurred at the power cord of the ventilator at the plug wall end. There was no patient injury reported.